Event description:
Event description boston scientific received information that this atrial lead has fractured causing a rise in impedances and loss of capture. The fracture was confirmed on x-ray, located at the distal tip. The decision was made to leave the lead implanted. No adverse patient effects were noted.